Event description:
It was reported that the patient was experiencing shortness of breath with activity. When the patient presented for a device check, the patient's ventricular pacing rate was 60 to 70 beats per minute. Upon testing the device with the magnet, there were no pacing spikes and the magnet appeared to inhibit the device. When the magnet test was completed, it was noted that the patient's ventricular pacing rate had increased to 100 beats per minute. Additionally, it was suspected that the device had loss of output and there was undefined resistance of the atrial lead when connected to the device, but the lead measurements were normal when tested with the analyzer. It was also noted that the right ventricular [rv] lead had a suspected fracture and high impedance measurements. The device was explanted and replaced; the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.